Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material # 305122 , lot # 1300339. It was reported by customer that the needle is demonstrating a possible defect. They are having issues getting injections to pass through the needle and have never had this issue before. Verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no. Medline reference #: (B)(4). Item: 305122. Quantity affected: (B)(4) bx. Serial/lot number: (B)(6). Po #: (B)(4). Are any samples available for return? Yes. Reported issue per customer: 4-2 customer said the needle is demonstrating a possible defect. They are having issues getting injections to pass through the needle and have never had this issue before.

Event description:
Additional information received. It was reported to supply chain that a box of bd 25g 5/8¿ needles, ref 305122 & lot 1300339, is demonstrating a possible defect. The providers are having and issues getting injections to pass through this needle and have not had this issue before. I have roughly 48 left out of the box of 100. He didn¿t record an exact number because they were not sure at first if this was an isolated error. Material # 305122 lot # 1300339. It was reported by customer that the needle is demonstrating a possible defect. They are having issues getting injections to pass through the needle and have never had this issue before. Verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no. Medline reference #: 200605848. Item: 305122 quantity affected: 1 bx. Serial/lot number: (B)(6). Po #: (B)(6). Are any samples available for return? Yes. Reported issue per customer: 4-2 customer said the needle is demonstrating a possible defect. They are having issues getting injections to pass through the needle and have never had this issue before.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported injections would not pass through needles. To aid in the investigation, ten samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then assembled to a syringe with saline solution. Each needle expelled the solution with a normal flow. A device history record review was completed for provided material number 305122, lot 1300339. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.